Manufacturer narrative:
At this time, this device has not been returned for analysis. If add'l info is received, this report will be updated.

Event description:
Boston scientific crm received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) expired. The cause of death at this time is unk. It was noted that the pt's wife questioned if medications would affect the function of the device. The pt's family indicated they would like the device analyzed, but the pt was cremated. Technical services (ts) suggested that the family contact the funeral home or the hosp to have the device returned. Add'l info indicated that there was no info regarding the cause of death in the device's chart at the hosp. The local field rep is currently working with the hosp staff to obtain the cause of death.